Event description:
The customer reported to philips that the ac power module was not working - it failed to charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported to philips that the ac power module was not working - it failed to charge the battery. There was no report of pt involvement. It was evaluated locally by the customer. Given the info provided by the customer, the philips customer care center determined that the ac power module had failed. The customer was sent a new module which resolved the failure.